Event description:
During review of the event history log review, a colleague infusion pump was found to have experienced an 18:326:380:0056 failure code, which interrupted delivery. There was no report of patient involvement, injury or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4).the reported condition of an 18:326:380:0056 failure code was confirmed through a review of the event history. The assignable cause was not identified. No further testing has been completed at this time and no repairs have been performed as the device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted.